Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "blood pressures not appropriately displaying (i.e. 84/84 after central lumen troubleshooting. Bring another ac3 and transduce the central lumen to it and it was reading appropriate values; 130s/70s. They switched all therapy to the new pump". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4): the reported complaint of "blood pressures not appropriately displaying" is not able to be confirmed. No iabp part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "blood pressures not appropriately displaying (i.e. 84/84 after central lumen troubleshooting. Bring another ac3 and transduce the central lumen to it and it was reading appropriate values; 130s/70s. They switched all therapy to the new pump". The patient's current condition is reported as "fine".